Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl, 29 mg/dl, 160 mg/dl, 221 mg/dl, 264 mg/dl, 306 mg/dl and 104 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product is returned, extended investigation was performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the neo meter and precision strips were reviewed and the dhrs showed the neo meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of 30 jun 2017, retain testing could not be performed. A tripped trend review was completed for the neo meter and precision test strips. Although there were tripped trends, the review showed no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl, 29 mg/dl, 160 mg/dl, 221 mg/dl, 264 mg/dl, 306 mg/dl and 104 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.